Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the returned device was confirmed to be an aviator assy one level plate. Manufacturing files were reviewed and no anomalies were found. No delay in surgery resulted and all components were successfully removed and a new plate was installed. The single barrel drill guide was used to prepare the screw holes and the retaining screw driver was used to install the screws and turn the blockers. The bent spring bar was noticed after placement of the screws. Conclusion: the potential cause is not fully threading the screws into the construct so that the screw heads were under the spring bar.

Event description:
It was reported that a 1 level 16mm plate broke at the locking ring and two 14mm variable self-tapping screws were damaged.

Event description:
It was reported that a 1 level 16mm plate broke at the locking ring and two 14mm variable self-tapping screws were damaged.